Event description:
It was reported the patient experienced some pain on his chest, the patient observed the drg patient programmer showed an error message regarding the system stimulation was switched off. The physician checked the system and found the patient's drg system lead impedance was high. Consequently, surgical intervention was taken, during the procedure the lead was checked intraoperatively without the lead extension and the impedance was within normal limits. Subsequently, the lead extension was replaced. The stimulation was started again after the procedure and the issue was resolved.